Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported finding a leak of fluid in his bed. The leak was coming from the connector between the patient line from the cycler and the patient's catheter. He reported that he did not tighten the connection enough. He finished treatment manually that night. He is making the set available for evaluation. During follow up the patient's pd nurse reported that he was already being treated for a pre-existing infection with antibiotics vancomycin and fortaz. The infection was diagnosed prior to this event. He was not prescribed any additional treatment. His most recent pf effluent culture was negative for growth and the pre-existing infection was considered fully treated.